Manufacturer narrative:
(B)(4). Copies of the patient's medical records were received which indicate that this valve was explanted due to endocarditis. This patient was admitted to hospital with signs of sepsis who underwent echocardiogram revealing significant endocarditis of both his aortic (subject device) and mitral valve. The operative findings note diffuse vegetations of the entire bioprosthetic aortic valve leaflets. The device was replaced with a new edwards bioprosthetic valve. Post-op cardiac function appeared to be excellent. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The patient's blood culture showed enterococcus faecalis group d. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported endocarditis could not be confirmed. No further actions are possible with the available information.

Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years and 7 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.